Event description:
A report was rec'd from a user facility in the USA stating: "during vitrectomy, there may have been a clog or occlusion in the tubing which led the surgeon, dr. (B)(6), to conclude the cutting action had stopped. When the clog was cleared there was an increase in aspiration which may have caused traction on the retina. The cutter was replaced and the procedure was completed with no damage to the retina or any other injury to the pt. The pt outcome was good".

Manufacturer narrative:
One 23 gauge vitrectomy cutter was rec'd with out the original packaging. The part number and lot number could not be verified. The tip protector was not returned. The needle did not appear to be bent. The port window was in the opened condition and there was fluid in the tubing. The back cap was aligned correctly with the vent hole on the side of the cutter body. The tubing had been removed from the cutter. Functional testing could not be performed due to the condition of the returned product. The investigation is ongoing.